Event description:
Pt reported the plunger of the insulin cartridge got stuck on the piston rod on (B)(6) 2012. Pt stated on (B)(6) 2012 her blood glucose level at 8:20 am was 20.0 mmol/l (360 mg/dl), she felt sick, had a headache and administered 10.0 units of insulin via the infusion device. Pt reported at 4:20 pm, her blood glucose level was 180 mg/dl and she noticed that the cartridge compartment of the infusion device was wet. Pt¿s normal blood glucose level is 6.0 mmol/l (108 mg/dl). Pt stated, she thinks the insulin cartridge is leaky. Pt reported getting her blood glucose level under control by herself. Pt stated she currently has an infection. No further info available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridge for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.